Manufacturer narrative:
It was reported by medivators field service engineer (fse) that this facility is using non-conforming practices to reprocess endoscopes in a medivators dsd-201 automated endoscope reprocessor (aer) and for manual cleaning using scope buddy. These practices include off-label use, modification, and contraindicated use of medivators aer hook-ups and endoscope manufacturer's channel adaptors as well as improper endoscope connection for manual cleaning and reprocessing in the aer. There is potential for patient cross contamination and chemical colitis. Medivators sales representative and medivators fse have been in close contact with this customer providing guidance on proper endoscope connection to the aer and scope buddy devices. Also, they repeatedly explained the importance of utilizing the hookups in accordance with the hookup and aer ifus to ensure endoscope is reprocessed effectively. Medivators sales representative visited the facility and showed them the proper methods, process, and procedure for the hookups. It was reported they have changed their processes to be compliant and in accordance with the IFU. It is unknown how many scopes were reprocessed using the hookups incorrectly. To date, there has been no reported patient illness or injuries. This complaint will continue to be monitored within medivators complaint handling system.

Event description:
It was reported by medivators field service engineer (fse) that this facility is using non-conforming practices to reprocess endoscopes in a medivators dsd-201 automated endoscope reprocessor (aer) and for manual cleaning using scope buddy. These practices include off-label use, modification, and contraindicated use of medivators aer hook-ups and endoscope manufacturer's channel adaptors as well as improper endoscope connection for manual cleaning and reprocessing in the aer. There is potential for patient cross contamination and chemical colitis.